Event description:
It was reported the personal diabetes manager (pdm) delivered insulin erroneously causing low blood glucose levels. The patient did not report specific blood glucose levels. It was reported that this issue occurred multiple times over the last 3 months.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. Post market safety reviewed this case. According to the customer, he experienced low blood sugar and believes it was due to his device erroneously delivering insulin. Specific blood glucose values, and device settings were not provided. Per the report the customer did not require medical intervention related to the event. The pdm was subsequently replaced due to a cracked screen. Further information related to this report is unavailable for further investigation.